Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was not replicated. However, internal inspection found a loose flex cable which could have contributed to what the customer was experiencing. The cable was replaced, the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.